Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a follow-up with an alert for non-sustained rv oversensing, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. It was noted that the patient was walking to the grocery store and was fatigued at the time of the oversensing. Programming changes were made. The patient was feeling well afterwards.